Event description:
It was reported by service report that the scale display was not working. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning scale display assembly.